Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer failed and was not detected on the communication bus. The customer stated that the malfunction occurred when a user tried to issue medication to a patient, resulting in a delay in dispensing the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.2on the auxiliary repeatedly failed, and no cubies were detected in the hardware test application. A field service engineer replaced the drawer board and control board and reseated all cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.